Manufacturer narrative:
Unit passed self-test and displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No pump error 23, pump error 15 or pump error 53 alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 15 (line number 442 file number 38) and pump error 53 (line number 1216 file number 709) on (B)(6) 2024 10:55:41.000 due to moisture damage to the pcb1 board and pb2 board as per global logic analysis. Verified the pump alarmed pump error 23 after battery removal on (B)(6) 2024 18:45:11.000 in pump downloaded history. These alerts are expected and occur during normal pump operation. No moisture damage noted to motor assembly during visual inspection. The following were noted during visual inspection: corroded electronic assembly, cracked case (battery tube), cracked keypad overlay, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. No pump error 23 noted. Confirmed pump error 15 and pump error 53 in the pump history download due to moisture damage to the pcb1 board and pb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving a pump error. Troubleshooting determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer response was the device will be returned.